Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012806948 was returned and analyzed. During visual inspection of the spiral array, exposed electrode wires and a knot were observed. The catheter was reprogrammed and passed performance testing with a generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating the steering knob clockwise and counter-clockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Despite attempts to soften the guidewire lumen, the slide control function was stiff, limiting its full range of motion. Electrical continuity testing did not reveal any anomalies. Further inspection was performed to verify the integrity of the catheter sub-components; inspection of the array showed the proximal end of nitinol array wire was completely dislodged from the dual lumen, inspection of the shaft showed entangled electrode wires and a guidewire lumen breach. In conclusion, the reported knot and entanglement of the array were confirmed during analysis. The catheter did not pass the returned product inspection due to an exposed electrode wire on the array, a knotted array, dislodgment of the nitinol array wire, entangled electrode wires in the shaft, and a breached guidewire lumen in the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: data files containing four images were returned and analyzed. The first image shows an unpacked catheter placed on a surface. No visible damage to the catheter was observed, and the lot or serial number is not available in the image. The second image shows an unpacked catheter interface cable (cic) cable placed on a surface. No visible damage to the cable is observed, and the lot or serial number is not available in the image. The third image shows a catheter in after-use condition, placed on a surface. The array shape of the catheter appears abnormal (inverted), and the lot or serial number on the catheter handle is unreadable in the image. The fourth image shows an unpacked psegm100 cable held in a person¿s hand. The lot/serial number (B)(6) was visible in the image, and the cable does not appear to be damaged. The physical product analysis has yet to be carried out. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID psegm100 (unknown serial/lot); product type: 0627-cables and accessories;  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, noise was detected in the potential. The catheter interface cable was unconnected and reconnected which did not resolve the issue. The catheter interface cable was replaced and temporarily resolved the issue. Noise occurred again the catheter was replaced and the issue remained.  The electrogram (egm) cable was replaced which resolved the issue. It was noted that "they felt a sense of discomfort in the shape of the array during treatment of the right inferior pulmonary vein (ripv)". It was confirmed that the array was entangles when it was extended in a large place in the left atrium. It was noted that " the ring formed outside of the shaft". The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.